Event description:
Litigation papers allege on or about (B)(6), 2010, patient suffered aches and pain in his right hip and leg, audible clicking in his right hip, pain when twisting his hip, and stiffness and difficulty with activities of daily living. It is also alleged patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had blood drawn and was advised of the results of said blood work. Patient has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.